Manufacturer narrative:
Other, other text: one sample was returned in used conditions without its original packaging. Visual inspection: the sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. Results: no discrepancies were found. Testing: a syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. Results: leaks was detected in the pilot balloon. The complaint was confirmed. The following are relevant documents, which were reviewed and considered adequate and correct for testing and inspection activities: (B)(4) rev. 101 blu/blus tracheostomy tube bond inflation line to tube. (B)(4) rev. 100 blu/blus tracheostomy tube-deflate and inspect. (B)(4) rev. 106 trachy blue line assembly and packaging. (B)(4) rev. 101 risk management plan for the inflation line sub-assembly. (B)(4) rev. 109 - inflation line sub-assembly. (B)(4) rev. 103 quality procedure for inflation line sub-assembly. According to (B)(4) rev. 101 appendix 1 pfmea for inflation line sub-assembly? The occurrence for this failure condition could be caused by: 1)wrong set up for this occurrence the mitigation to detect this are: (B)(4) correct set-up of the uson leak tester station. Per (B)(4) setup sheet verification. Per (B)(4), correct set-up of the leak tester station. 2)equipment malfunction for this occurrence the mitigation to detect this are: (B)(4) preventive maintenance procedure. (B)(4) correct set-up of the uson leak station. Per (B)(4) setup sheet verification. 3)operator not following work instructions: per (B)(4) manufacturing procedure 100% leak test. Per (B)(4) leak test; 3 units every two hours. Per (B)(4) rev. 100: production performs a 100% in process inflation test to the cuff and visual inspected that product has no ragged edges. Per (B)(4) rev. 106: quality takes a sample using an aql 1.0 and level inspection gi, in order to ensure that cuff is properly inflated. Per (B)(4) rev. 109: after one hour of inflation line is assembled, production personnel visually inspect each unit for deflation. Production personnel performs a 100% leak test. Per (B)(4) rev. 103: quality personnel perform leak test to 3 samples every two hours. The customer reported: ?the customer started using the product from regular replacement and it worked for a while. However, even when attempting to put air in it, it did not inflate well and easily deflated. No patient injury.? The most probable root cause is that the pilot balloon was damaged after it left the shm facilities due to the product is 100% leak tested. No corrective action is required as there is no information to suggest that the product become damaged during manufacture since product is 100% leak tested.

Event description:
Information was received indicating that during use of a smiths medical portex blue line ultra tracheostomy tube was reported to no inflate well. It was reported that when attempting to put air in, it didn't inflate well, and it easily deflated. There were no reported adverse patient effects.